Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to massive heart attack, renal failure, and complications with diabetes. It was unknown if the customer was wearing the insulin pump. No further information was provided.